Event description:
Same case as mrf report #: 6000089-2006-02083. Clinical trial. It was reported that 127 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel reintervention). The index procedure identified one long, 3.5x40mm, 70% stenosed target lesion extending from the proximal to mid rca (right coronary artery). The lesion was treated with direct stenting using two taxus liberte drug eluting stents measuring 3.5x32mm and 3.5x8mm resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The proximal rca was found to be 40% stenosed at the time of the tvr 127 days following the index procedure. The stenosis was noted to not be restenosis of the stent and was treated with balloon angioplasty resulting in 0% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.